Event description:
A customer obtained digoxin results above the therapeutic range on two patients' samples.the result for the 1st patient was reported out of the lab and it was questioned by the physician.upon repeat testing, lower digoxin results were obtained for both patients.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are serum collected in sst tubes and centrifuged at 3,000 rpm for 5 minutes. The original testing was performed from the primary tubes through the cta. The specimens were aliquoted and re-centrifuged before the repeat testing.no qc issues were noted in this event. Two system checks performed on (B)(6)2010 and (B)(6)2010 met specifications.no errors were posted to the event log during the time of this event.service was offered and declined by the customer.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.